Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the controller passed visual inspection but failed functional testing due to faulty display. Review of the log showed no evidence of abnormal event or alarm. The reported event was confirmed during testing; the controller displayed unrecognizable signs and characters. The confirmed malfunction is related to the reported event. The most likely root cause is an internal electrical component failure. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately six months post heartware lvad implantation, the site reported that the patient's controller display was showing unexpected numbers and letters. The site confirmed that the pump was working as intended. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident.